Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges pain, discomfort and permanent injuries.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 7/28/2014 - ppd with medical records received. Part/lot information provided. Upon revision, soft tissue loss, total loss of external rotators, capsular replacement with necrotic deteriorated tissue, heterotopic ossification, and a deeply corroded trunnion (type iii or IV) were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 08/07/2014.